Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A visual inspection was performed and no defects were identified. Functional testing was performed with no leaks or blockages noted. The evaluation was unable to identify the reported leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from its lower y-site (closest to the patient). This occurred at the beginning of patient infusion of total parenteral nutrition (tpn) solution. The set was then removed and new lines had to be setup for the patient. The reporter stated that no physical irregularities were noticed with the set and the leakage site was identified by putting a ¿curos port on the spot¿. A power injector was not used. Prior to the event, all luer connections were checked to ensure that they were secure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.